Event description:
It was reported that during a procedure the console showed error 100 coming up all time when they start to laser. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis; however, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the error log was checked, the error 100 appeared one time and it was not reproducible. The laser was tested, and it worked well. The scanner and the manipulator were also tested and both worked fine. Since the investigation was unable to identify any damage or malfunction related to the reported allegation, the investigation conclusion code selected for the complaint is no problem detected.

Event description:
It was reported that during a procedure the console showed error 100 coming up all time when they start to laser. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.